Event description:
The aortic valve was found to be torn off at the struts causing severe aortic insufficiency and disability thus requiring the valve to be replaced.

Event description:
The aortic valve was found to be torn off at the struts causing severe aortic insufficiency and disability thus requiring the valve to be replaced.